Event description:
The hemodialysis nurse reported an IV leak during treatment. The leak was identified in two places: the y connector port and the connection between the male part into the female arterial line to the IV set. The pt did not finish treatment. The pt did not experience any adverse effects. No prophylactic antibiotics were used.

Manufacturer narrative:
The device was not returned to the MFR for physical eval. A supplemental report will be submitted upon completion of the plant's investigation.